Manufacturer narrative:
Other text: b3 unknown, d4: complete UDI (B)(4). One device was returned for analysis. Visual inspection showed a missing battery door, lifted uso seal and dso seal and scratched lcd lens. The tamper seal was not broken. Review of the event history log (ehl) showed multiple high alarms, cassette not attached properly. A functional test was performed and the reported issue was duplicated. The downstream sensor failed to calibrate. As a result, the dso sensor was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all inquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the pump failed calibration. The event occurred during testing, no patient injury was reported.